Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5077344) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy and bilateral salpingectomy to remove essure coils") in a female patient who had essure inserted. Concomitant products included colecalciferol (vitamin d3) and progesterone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 4 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5077344) on 30-may-2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy and bilateral salpingectomy to remove essure coils") in a female patient who had essure inserted. Concomitant products included colecalciferol (vitamin d3) and progesterone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 4 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.